Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system shutdown in the middle of case" (loss of power). A nurse reported the system shut down in the middle of a case. No patient impact was reported. Multiple attempts were made to retrieve additional information but none has been received to date.

Manufacturer narrative:
Technical services reviewed the event log and determined that the standby switch was pressed two times which created a condition in which the system shuts down after 200 minutes. A review of complaints and service results for the last 24 months indicated no additional, related reports for this system. (B)(4).